Event description:
It was reported by the customer that a pyxis medstation es system bioid is not working. The customer stated that the bioid for 7ntw failed to launch the application while logging in to the pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3, b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID for 7ntw was not launching when attempting to log on to pyxis. Reseated all cables at the usb and wiped the bio ID screen, which resolved the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bioid for 7ntw failed to launch the application while logging in to the pyxis. Field service engineer reseated all usb cables and wiped the bioid screen. Also tested in hardware test application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system bioid is not working. The customer stated that the bioid for 7ntw failed to launch the application while logging in to the pyxis. There were no adverse events or injuries reported based on this event.